Manufacturer narrative:
H6. Health effect impact code: f26. Component code: g03001. D8. Was this device service by a third party? No. Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system and cleaning were performed. The dry tip and sample probe were replaced which were determined to be the likely causes. There have been no further reports of discrepant results since the parts were replaced. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect c16000 analyzer.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased sodium and total bilirubin results generated on the architect c16000 analyzer on one patient. Results provided: on (B)(6) 2021 sid (B)(6) sodium: 110.6 / 135.6 mmol/l (normal range: 133-146 mmol/l); total bilirubin = 6.6 / 9.7 umol/l (normal range: 0-21 umol/l). No impact to patient management was reported.